Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our current knowledge.

Event description:
Attorney's report of patient's alleged two mesh explants, both implanted and explanted at seperated times. Both are alleged to be 0010202's, one known lot number (43kod265). The first was explanted due to pain and found to be waded up. After explant, the patient developed a mersa infection.